Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The first xience prime device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was an angioplasty to treat the popliteal and distal superficial femoral arteries. The patient was unfit for surgery and had a previous procedure in (B)(6) 2022; however, it did not remain patent. Crossing from antegrade was anticipated to be difficult so access was gained from a distal puncture. The lesion was crossed below the knee after going subintimal and the 3.0x38 mm, 4.0x38 mm, 3.0x28 mm and 2.5x38 mm xience prime below the knee stents were implanted. Four were in the popliteal and 1 into the proximal peroneal artery. The proximal xience stent was overlapped with the 5.0x100 mm and 5.5x200 mm supera self expanding stents going up to the popliteal and distal superficial femoral artery. A contrast run was performed and a plaque piece was identified to have dislodged in the tibial near where the xience stents were deployed. It was attempted to manually aspirate the plaque with no success, so an additional xience stent was deployed to embed the plaque against the vessel wall. Upon removal of the delivery system, there was resistance and a floating object was seen occluding the proximal end of the most proximal supera stent. It was suspected that the floating object was a part of the xience delivery system that may have separated. A snare was attempted to pull this object out but there was no success and after several attempts, the stents went down and the procedure was completed. The procedure lasted 4 hours, and the complications delayed the procedure for an hour. There were no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The reported patient effect(s) of obstruction/occlusion is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A cine was received and reviewed. The reviewer concluded that the blockage could not be identified as part of the xience stent delivery system [unknown material]. Additionally, the reason for the blockage was not apparent from the images provided. The investigation determined the reported difficulties and subsequent treatments appear to be related to the operational context of the procedure; however, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the reported foreign body in patient was due to a separated portion of the stent delivery system left within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.